Event description:
The customer reported bellavista 1000 having alarm 316 - blower failure. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was not returned for investigation. However, logfile shows that the alarm 241- blower temp high- triggered nine times (9x) in (B)(6). The unit blower started but triggered 45x times on (B)(6) and on the next start up, alarm 316 -blower failure occur, (B)(6) 2022 at 11:12:25 pm. Advised the customer to swap with good known blower and send an update if the problem resolved. No exact root cause has been determined yet as the investigation is still in progress. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Vyaire medical was determined the root cause as due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.customer confirmed that the issue resolved with another moog blower.